Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much bleeding occurred (please quantify amount in cc's)? Was prolene suture able to control bleeding during this same procedure? Were any blood products given? Was there any change to procedure or post-op patient care?

Event description:
It was reported that during an unknown procedure, the clipper was misaligned, crossed clip was formed and it loosened from artery causing bleeding. The permanent material was sterilized and then was sent to surgical room. It was used prolene suture to continue the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) date sent: 1/11/2017. Batch # (B)(4). The analysis results found that the lx107 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.